Event description:
Further reported was right side rupture confirmed via MRI. The device has been explanted.

Manufacturer narrative:
Continued h6 -- health effect - impact code: f2203. Device photo evaluation: visual analysis of the photographs identified: crease; opening on radius side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown, and expressed concern of "recalled from market due to causing bia-alcl.¿ the device remains implanted.